Manufacturer narrative:
Additional information was received that the physician suspected the ipg was faulty due to the continual display of an error code after performing multiple magnetic resets. There are no obvious environmental causes.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, performance, operational and additional tests performed. The ipg exhibits normal device characteristics.

Event description:
A report was received that the patient underwent an ipg explant procedure. The physician suspected that the ipg was faulty. The database analysis confirmed that the ipg was functioning properly.

Event description:
A report was received that the patient underwent an ipg explant procedure. The physician suspected that the ipg was faulty. The database analysis confirmed that the ipg was functioning properly.

Event description:
A report was received that the patient underwent an ipg explant procedure. The physician suspected that the ipg was faulty.